Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 4 months post implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, the patient was seen routinely for follow up CT scan. The CT scan revealed a distal endoleak. The physician was not certain of the type of endoleak. The patient was asymptomatic. The physician brought the patient back on (B)(6) 2014 and implanted a limb extension, which appeared to have resolved the endoleak. The patient was reported to be doing well. Note: it was indicated that during the index procedure dye could not be used, as the patient couldn't take it, and it is a possibility that the endoleak was unnoticed at completion of the index procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were adequate medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to the right iliac artery diameter of greater than 2.3 cm (3.5 cm). Cautionary product use which might have contributed to this complaint included the inability to tolerate contrasted surveillance due to the presence of chronic renal failure, and later, permanent failure and s/p dialysis. The initial angiogram was completed with co2, which limited the ability to detect/diagnose an endoleak. Four months post implant, there was evidence of a type ib endoleak which was successfully treated with a right hypogastric coiling and a right limb extension. At the implant procedure, the right iliac artery aneurysm was not fully excluded. Type ii endoleak are difficult to detect with this medium, and were not observed on this study. There was a diagnosis of a type ii endoleak, however, post intervention, the mid body anterior endoleak was not observed further, therefore this was most likely a continuation of the type ib endoleak. There was a residual, small local endoleak verses fabric billowing at the bifurcation 1 cm superior and anterior and posterior to the bifurcation. The patient was discharged home the first post-operative day on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not be definitely identified although the clinical review suggests that the off-label use of the device in an oversized iliac artery would be likely to result in a leak at the iliac. No device problem was identified in the investigation.